Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false resistant oxacillin (ox) result in association with the vitek® 2 ast-gp67 test kit (ref. (B)(4), lot, 1321480203) when testing a patient staphylococcus aureus isolate. Lot 1321480203 obtained an oxacillin mic =4 resistant. This resistant result then caused the negative cefoxitin screen result to be modified to positive by the vitek® 2 advanced expert system¿ (aes). An internal biomerieux investigation was performed including testing of the customer's submitted strain. Identification of the customer's strain was confirmed. The investigation included testing the strain with the customer¿s lot (ast-gp67), along with a random lot (1321420203) in duplicate. Agar dilution (ad), the reference method for ox (ox101n) was performed, as was broth microdilution (bmd). Cefoxitin (fox) disc testing was performed, which is the reference method for the oxsf (oxsf01n) test, as was pbp2a latex testing. On all ast-gp67 cards tested, a resistant ox mic>=4 was obtained. Ox ad gave a susceptible mic= 1 and bmd gave a susceptible mic=0.5. The customer's false resistant result was reproduced. On all cards tested, a negative oxsf result was obtained, which was forced positive due to the resistant ox results. Fox disc diffusion results were susceptible (24 mm) and pbp2a testing was negative. The uncorrected negative oxsf results are in agreement with the reference method results. This is an atypical strain and will be added to the biomerieux's internal r&d stock collection. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. The vitek 2 ast-gp67 lot 1321480203 met final qc release criteria and passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of obtaining a false resistant oxacillin result in association with the vitek® 2 ast-gp67 test kit (ref. 22226 lot, 1321480203) when testing a patient staphylococcus aureus isolate. The customer stated lot 1321480203 obtained an oxacillin mic >=4 resistant. This resistant result then caused the negative cefoxitin screen result to be modified to positive by the vitek® 2 advanced expert system¿ (aes). The isolate was tested twice using vitek® 2 ast-gp78 test kit (ref. 421051, lot 2781427403); both tests obtained an oxacillin mic >=4 resistant. Refer to cn-091435. The customer also tested the staphylococcus aureus isolate using the oxplate, pcr, and pbp2a test methods. All alternative test methods obtained a negative (susceptible) result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.